Event description:
Following a catheter dye study and a "bolus study", the patient experienced an overdose. The patient was admitted to the ICU. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.